Event description:
During routine check of the bvs console, the charging light did not illuminate. It was found that the mov had shorted. It was removed and the fuses replaced. There have been no further problems. A pt was not involved.